Event description:
During phacoemulsification cataract surgery, the pt sustained a corneal burn to the left eye. The pt was required to return to the operating room the following day for wound closure.